Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed sleep current measurement and active current measurement tests. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, both current measurement fell within specifications. The high current measurement appears to be isolated to pcba2. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery. The insulin exited. No harm requiring medical intervention was reported. The device will be returned for analysis.